Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date unavailable at the time of filing. No part was returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not communicating with the imaging system and not tracking anything in the field of view. Site noted the amber fault light was activated on the camera. Issue resolved after restarting the system, however, the navigation system had already been swapped by another to complete the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.